Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ winged shielded IV catheter 20ga 1.16in (1.1 x 30 mm) had a connector and adapter which couldn't attach to the mating component. The following information was provided by the initial reporter: "when inserting the catheter, failure at the pink tip of the catheter, impossible to "screw the q syte" on the pink catheter."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd insyte¿ autoguard¿ winged shielded IV catheter 20ga 1.16in (1.1 x 30 mm) had a connector and adapter which couldn't attach to the mating component. The following information was provided by the initial reporter: "when inserting the catheter, failure at the pink tip of the catheter, impossible to "screw the q syte" on the pink catheter."